Manufacturer narrative:
Age at time of event: over 21 years. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03438. It was reported that coil removal difficulties occurred. A transjugular intrahepatic portosystemic shunt (tips) procedure was being performed. The area of embolization in the liver was noted to be severely tortuous. Two 8mm x 20cm interlock&#11123;5 were selected for use. During the procedure, it was noted that when each of the coil s was at the point of the aneurysm, it was noted to be the incorrect size needed. When the coils were attempted to be retracted into the catheter, difficulties were encountered. The coils were removed using a snare. The procedure was completed with a different size coil. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by manufacturer: a coil and introducer sheath were returned for analysis. The coil was covered in dried blood. The coil was found kinked. Microscopic inspection noted that the twist lock was open upon return. The zap tip shape and surface of the coil was smooth. The interlocking arm of the coil was inspected and no damage noted. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was maintained during the procedure. The dfu states that ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03438. It was reported that coil removal difficulties occurred. A transjugular intrahepatic portosystemic shunt (tips) procedure was being performed. The area of embolization in the liver was noted to be severely tortuous. Two 8mm x 20cm interlock -35 were selected for use. During the procedure, it was noted that when each of the coil s was at the point of the aneurysm, it was noted to be the incorrect size needed. When the coils were attempted to be retracted into the catheter, difficulties were encountered. The coils were removed using a snare. The procedure was completed with a different size coil. No patient complications were reported and the patient's status was okay.